Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon evaluation pulse wires within the distribution node were not connected. The cause for the disconnected pulse wires cannot be positively determined but was likely the result of cold solders. No adverse event resulted from the open connection. The pt received a replacement electrode belt.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The pt was issued a replacement electrode belt.